Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. The device returned with damage to lcd screen and casing. The technician was unable to carry out a bench run due to the damage. During the evaluation of the device at the manufacturer's service center, internal damage was discovered to the lcd screen. The technician recommended replacing the device's lcd board to address the issue. After the repair, the device failed at test station at oxygen blending module gasket leak. The technician recommended to replace the blower assembly and line test carried out and testing passed. No further investigation is required at this time. Additionally, the system board, interface board and power management board had damage and parts snapped off and have been replaced. External damage found to the front case, rear case and universal porting block. Due to a "ventilator service required" indicating the motor capacitor has a finite life, and it needs to be replaced or that it is missing was discovered, so the capacitor was replaced. The device passed all testing and set to ship mode awaiting dispatch.